Event description:
During the procedure physician used endeavor resolute rx to treat lesion in mid-lad that exhibited 95% stenosis with moderate calcification and excessive tortuosity. It is reported that the stent could not pass through the lesion and when it was removed from the patient, deformation of the stent struts were observed. The lesion was pre-dilated at 2 inflations with 2.50mm x 20mm balloon device at 12 atm. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The lesion was post dilated at 2 inflations with 2.50mm x 15mm balloon device at 14 atm. The physician believes that the event was procedural related; not device related. No additional information available how the procedure was completed. No patient injury reported, patient is in a good health please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Results and conclusion: (95% stenosis with moderate calcification and excessive tortuosity). (Stent deformation). (Device not back for evaluation). (B)(4).

Manufacturer narrative:
Results: deformation problem (stent).

Event description:
Evaluation summary: the device was returned for analysis. The distal tip was damaged. The 16th and 17th distal segments were deformed with a number of struts raised.